Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a broken needle or cannula occurred. The sensor was inserted into the arm on (B)(6) 2026. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2 type of follow up: correction h3: device evaluated by mfg - additional information h6: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. Product was provided for investigation. An external visual inspection was performed and passed. An internal visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.